Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be duplicated. During the evaluation it was found that the downstream occlusion(dso) seal was detached. The dso seal was replaced.

Event description:
It was reported that there was a debit error. There was no reported patient involvement.